Manufacturer narrative:
No patient information received to date after calls to customer 09/15/22 and 09/20/22. (B)(4).

Event description:
The hospital reported a loss of suction during a case. There was no patient injury.